Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) saccular aneurysm procedure, the subject flow diverting stent was successfully implanted on (B)(6) 2022 completely covering the aneurysm neck. Post-procedure on (B)(6) 2023, the treated aneurysm started bleeding again. Imaging showed large intracranial and intravenous hemorrhage around the treated aneurysm. Patient was in intensive care. He died on (B)(6) 2023. According to the site this adverse event had probable relationship to the procedure and possible relationship to the subject flow diverting stent. No additional information available.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the subject flow diverter implantation was a retreatment for the target aneurysm previously coiled on (B)(6) 2020, prior to procedure ((B)(6) 2022). Ae2 CT showed large ich and ivh around the treated aneurysm. Patient had a past medical history of subarachnoid hemorrhage (sah) ((B)(6)2020), and ischemic stroke ((B)(6) 2020). The previous sah was related to target aneurysm. The event was re-bleed from the treated aneurysm and the death was neurological death. The patient was at intensive care to address the adverse events. According to the customer the patient should be under medication since the subject was in intensive care, with no percutaneous and surgical intervention, or retreatment performed. Additional information received on 05-sep-2023. Ae#2: rebleed from the treated aneurysm/major hemorrhagic ipsilateral stroke (based on cec adjudication revision). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient intracranial hemorrhage¿, 'patient stroke', and ¿patient death¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) saccular aneurysm procedure, the subject flow diverting stent was successfully implanted on (B)(6) 2022 completely covering the aneurysm neck. Post-procedure on (B)(6) 2023, the treated aneurysm started bleeding again. Imaging showed large intracranial and intravenous hemorrhage around the treated aneurysm. Patient was in intensive care. He died on (B)(6) 2023. According to the site this adverse event had probable relationship to the procedure and possible relationship to the subject flow diverting stent. No additional information available. Update: received additional information on 15-mar-2023 stated that the event was rebleed from the treated aneurysm, and the death was neurological death. According to the customer the patient should be under medication since the subject was in intensive care with no percutaneous and surgical intervention, or retreatment performed. 6-month post procedure mrs was 1 and it progressed to 5 on 22-jan-2023 post event patient¿s death reported on (B)(6) 2023.¿ no additional information available. Update: addiotnal information received on 05-sep-2023. Ae#2: rebleed from the treated aneurysm/major hemorrhagic ipsilateral stroke (based on cec adjudication revision). Relationship to procedure updated from probable to not related and relationship to the disease under study / underlying condition or disease updated from possible/unlikely to possible/not related based on cec (clinical events committee) adjudication. There is no change to reportability to the study device.

Event description:
It was reported that during the right internal carotid artery-communicating (c7 segment) saccular aneurysm procedure, the subject flow diverting stent was successfully implanted on (B)(6) 2022 completely covering the aneurysm neck. Post-procedure on (B)(6) 2023, the treated aneurysm started bleeding again. Imaging showed large intracranial and intravenous hemorrhage around the treated aneurysm. Patient was in intensive care. He died on (B)(6) 2023. According to the site this adverse event had probable relationship to the procedure and possible relationship to the subject flow diverting stent. No additional information available. Update: received additional information on 15-mar-2023 stated that the event was rebleed from the treated aneurysm, and the death was neurological death. According to the customer the patient should be under medication since the subject was in intensive care with no percutaneous and surgical intervention, or retreatment performed. 6-month post procedure mrs was 1 and it progressed to 5 on (B)(6) 2023 post event patient¿s death reported on (B)(6) 2023.¿

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the subject fd implantation was a retreatment for the target aneurysm previously coiled on (B)(6) 2020, prior to procedure ((B)(6) 2022). Ae2 CT showed large ich and ivh around the treated aneurysm. Patient had a past medical history of sah ((B)(6) 2020), and ischemic stroke ((B)(6) 2020). The previous sah was related to target aneurysm. The event was re-bleed from the treated aneurysm and the death was neurological death. The patient was at intensive care to address the adverse events. According to the customer the patient should be under medication since the subject was in intensive care, with no percutaneous and surgical intervention, or retreatment performed. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient intracranial hemorrhage¿ and ¿patient death¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.